Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation with a qdot micro catheter and the patient experienced pericarditis that required emergency room (ER) admission. It was reported that a physician informed the caller in the hallway that he had a patient with pericarditis using the qdot micro catheter. The physician reported that the patient went to the ER and was treated. The physician did not provide any further details (i.e. Dates) regarding the issue. The physician was new to high power, short duration. The physician uses the esophageal cooler. Documentation of the issue was requested. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
The procedure type was initially not provided. Additional information was received on 07-may-2024 stating that the qdot micro catheters are typically used for atrial fibrillation ablations. This adverse event was discovered post use of biosense webster products. The physician information was provided. Therefore, processed fields e1. Initial reporter title, e1. Initial reporter first name, e1. Initial reporter last name, e1. Initial reporter phone, e1. Initial reporter email, and e3. Initial reporter occupation. In addition, updated concomitant product from unk_smartablate generator to unk_ngen rf generator. Therefore, updated d10. Concomitant medical products and therapy dates section. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
During an internal review on 04-jun-2024, noted corrections to the 3500a follow-up #1. The following fields should have been blank as they were processed under the 3500a initial: h6. Investigation findings, type of investigation, investigation conclusions. In addition, h6. Component code field should have been blank. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).